Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID d-evolutfx-2329; product lot number (unknown); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-2329; product lot number (unknown); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure with a transcatheter aortic valve evfxplus-26, a pre-implant balloon dilation was performed using an 18 mm non-medtronic balloon. The valve was advanced to the annulus and prior to final release, the implant depth was reported as 3 mm in the non-coronary cusp in cusp overlap view and 4¿5 mm in the left coronary cusp in left anterior oblique view. After final release, it was reported that the valve dislodged into the ascending aorta and was no longer inside the annulus. No patient complications were reported as a result of this event.

Manufacturer narrative:
Image review: a pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be performed. Three intraprocedural fluoroscopic media files were submitted for review in relation to the reported event. Valve depth was evaluated in a fluoroscopic projection consistent with a cusp overlap view, demonstrating an estimated implantation depth of approximately 3 millimeter (mm) at the non-coronary cusp. Valve depth was also assessed in a left anterior oblique (lao) projection, confirming an estimated depth of approximately 4¿5 mm. As stated in the instructions for use (IFU): the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Based on the available imaging, the observed implantation depth appears to be within an acceptable range. Additionally, the valve frame appeared well expanded, with no imaging evidence of infolding. Therefore, recapture would not have been indicated based on depth or frame expansion criteria. Review of the available imaging indicates that, at an undetermined time between final valve release and removal of the delivery catheter system, the valve migrated to the ascending aorta. The dislodgement event itself was not captured on the submitted imaging; therefore, the cause of the valve dislodgement cannot be determined based on the available evidence. As stated in the IFU: potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated data: b1, b2, b5, h1, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was the bottom of the pigtail. After, the valve dislodgement, the implant depth on the non-coronary cusp (ncc) was around 15 millimeter (mm) and 20 mm in the left coronary cusp (lcc). A new valve was implanted after the first valve was snared into the ascending aorta.